Event description:
It was reported that the precise bipolar pyramid tip forceps instrument has a broken wire. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip cable frayed at the yaw pulley. Engineering also observed the distal end of the main tube has various scratch marks. There is also a 3 inch long section 2.5 inches above the prox clevis with a small amount of material removed. The appearance of the damage suggests that the scratches may have been caused by inadvertent contact with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.